Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that a patient experienced bleeding from the iris after injection of an intraocular lens (iol), a haptic was located anteriorly. . The surgeon relocated the haptic into the capsular bag during surgery. The bleeding stopped with no other treatment. Additional information has been requested but none is expected. Glistening, anterior/posterior capsular opacification and incidence of nd:yag laser treatments with two aspheric hydrophobic acrylic intraocular lenses ¿ a long-term intra-individual study authors: bjorn johansson journal: acta ophthalmol. 2017:95: 671-677.